Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported inflammatory cells in an anterior chamber, six months following an intraocular lens (iol) implant procedure. The patient did not experience any subjective symptom or decrease in visual acuity. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information was provided that the patient experienced eye pain and was treated with medication. The patient had a mild fever (37.5 degrees c) since (B)(6) 2018. The surgeon considers it is a late-onset endophthalmitis. He thinks it is non-infectious as it is not a strong inflammation. There has been no change in the patient's condition as of (B)(6) 2018.